Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Event description:
No additional information received from customer.

Manufacturer narrative:
Updated information was added to d8, e4, h2, h3, h4, h6 and h11. This report is being supplemented to provide additional information based on the review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation, and the complaint investigation. Olympus provided the following results of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: all channels. Cfu: 1 cfu. Bacterial identification: bacillus species. Based on the results of the investigation, a root cause could not be identified. The foreign material was possibly a simethicone substance. Simethicone and petroleum/oil/silicone-based lubricants are non-water soluble and thus not recommended for use by olympus. Because the user culture results were not shared, the contamination reported could not be confirmed, and a root cause could not be determined. Growth of microorganisms was reported through culture testing by the user after reprocessing. However, when olympus culture was tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.